Manufacturer narrative:
D2b - pro code (product code: lit. Premarket / 510(k) #: k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification the rated burst pressure for this device is 14 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that inflation issue occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 10.0 x 40, 75cm mustang balloon catheter was used for dilatation. However, during the procedure, the balloon would gradually deflate despite inflation. The procedure was completed with this device. No patient complications nor injuries were reported. It was further reported that it did not seem like a normal pinhole rupture since the pressure could be applied even after contraction.

Event description:
It was reported that inflation issue occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 10.0 x 40, 75cm mustang balloon catheter was used for dilatation. However, during the procedure, the balloon would gradually deflate despite inflation. The procedure was completed with this device. No patient complications nor injuries were reported.

Manufacturer narrative:
D2b: pro code (product code: lit. Premarket / 510(k) #: k141597.